Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number of the iabp was not provided by the customer. The customer reported that the serial number of the iabp involved in this event was not available. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that a getinge sensation plus intra-aortic balloon ruptured, blood was seen in the catheter and the cs300 intra-aortic balloon pump alarmed "low helium" while in use on a patient. The patient's death was not attributed to the iabp. A separate emdr will be submitted for the iab involved in this event.